Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/26/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/11/2015 with the following findings: observed in black box no eaw codes or warnings related to a load step malfunction. The pump is able to complete rewind, load, and prime steps. The force sensor calibration is within specifications. Removed pump case, force sensor pins seated and solder connections intact. No evidence of cracked force sensor traces. Investigators were unable to duplicate the initial complaint. The pump booted to the verify screen with dim pink contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.